Manufacturer narrative:
Device received with partially broken retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir/p-cap in place due to partially broken retainer.

Manufacturer narrative:
Device received with partially broken retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir/p-cap in place due to partially broken retainer. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 6 to 12 o'clock. The retainer has 0.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this insulin pump showed no signs of cracking on the battery tube, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s retainer ring was missing. The customer stated that the reservoir did not locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.